Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to product performance issue. A new rv lead with a different model was implanted successfully. No additional adverse patient effects were reported.